Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the 4 cracks where the insulin goes in, 2 large chunks where the battery goes. Troubleshooting was performed for damage and noticed cracked near reservoir compartment. The customer states reservoir did not lock in place. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced the insulin pump will be returned for analysis.